Event description:
The pt received an uneventful treatment and left the clinic with stable vital signs. The pt presented in the emergency room later in the day on 03/13/1999 with abdominal cramps and was admitted for possible pancreatitis. The hosp physician reported hemolysis.